Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found a crack and small amount of bleeding in the joint between the barrel and the needle. The following information was provided by the initial reporter. The customer stated: "it was found that there were cracks and a small amount of bleeding in the joint between the needle barrel and the needle of the blood collector."

Manufacturer narrative:
The following fields were updated due to additional information: d.4 material # 364390. D.4. Medical device lot #: 1299122. D.4. Medical device expiration date: 2021-10-26. D.4 unique identifier: 50382903643900. H.4. Device manufacture date: 2023-10-31. "Material #: 364390. Lot/batch #: 1299122. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged luer adapter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged luer adapter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found a crack and small amount of bleeding in the joint between the barrel and the needle. The following information was provided by the initial reporter. The customer stated: "it was found that there were cracks and a small amount of bleeding in the joint between the needle barrel and the needle of the blood collector.".